Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad trace. No moisture damage on electronic assembly. No blank display, faint screen, battery out of limit or unit counting down. The numbers ramped up or scroll bar moving with no input. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the screen on the insulin pump was blank and would not get any response from pressing the buttons. She changed the battery but issue was not resolved. She explained that the device will beep but nothing would show on the display. She explained that on (B)(6) 2013 she was at church and was sweating because her blood glucose went low and the insulin pump was exposed to her perspiration. She did not find any cracks on the insulin pump but reported fluid under the lcd display. She was advised to remove the battery for 10 minutes; she stated the device started counting down after reinserting the battery. No damage on the battery compartment or cap noted. Customer stated this started the night prior to calling and she had to revert to manual injections. Blood glucose at the time of the event was 105 mg/dl and the morning of the call was 257 mg/dl which she treated with an injection. The insulin pump was replaced and returned for analysis.